Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that excessive battery discharge was noted via remote transmission. An unexplained significant drop in battery voltage was observed since device check in (B)(6) 2014. The device was explanted and replaced. The patients condition was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
The initial medical device report was submitted (mfg report number from legacy MDR found). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary. Correction: manufacturer report 2938836-2013-09586, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that excessive battery discharge was noted via remote transmission. An unexplained significant drop in battery voltage was observed since device check in (B)(6) 2014. The device was explanted and replaced. The patients condition was fine post-procedure.